Event description:
A zoll distributor contacted zoll to report that monitor sn (B)(4) did not deliver a biphasic pulse within range specifications.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (monitor does not deliver biphasic pulse within range specifications) was confirmed. As received the monitor was failed incoming testing. The cause for the failure was isolated to a shorted transistor q13 on the monitor defibrillator board and shorted components esd3 and u409 on the ca board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.